Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, episodes of non-sustained post-paced t-wave oversensing was observed. Programming changes were made and patient will be notified by the clinic. Device will continue to be monitored remotely via merlin.net. Patient was stable.